Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown blood glucose reading. The time of the hospitalization is unknown. Customer did not mention symptom. Customer did not mention any blood glucose reading. Customer has been using insulin pump system within 48 hours of reported low blood glucose reading event. Customer treated their high blood glucose reading with insulin pump. Customer had diabetic ketoacidosis. The customer reported that they had a bent cannula. Products will not be returning for analysis.